Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. The archives were reviewed and only one registration was available. The trace pattern showed high coverage with few red points off of the skin. The software was slow loading the registration model and registration data. An error of 1.3 millimeters was seen but once registration was fully loaded, the system presented that the registration failed and that initialization was in progress. Software logs have been received for review. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site had difficulty registering the patient. A approximately 600 slice computed tomography (CT) scan was used that included the patient's head, neck, and chest. When doing trace registration, the manufacturer representative could hear the beeps indicating point collection but no points were present on the model after initialization. When the site stopped tracing, the beeps for point collection continued. The site went back in the software and returned to registration and the points appeared on the model. The registration was good but the surgeon was not satisfied with how the software was behaving so they re-registered the patient. During the second trace registration the surgeon began tracing the patient, but the software was not beeping for point collection and they did not see points collected, even though they heard the beeps to begin tracing. The surgeon did not complete the second registration on the system due to the seeming issues with the registration. The instrument was tracking. The site switched to another system to continue the case. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that it was suspected that the cad model was turned off during registration. After the issue occurred, the site turned on the tracker model for registration initialization and have not had any issues since.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause. Review of the logs found the use of a large scan with 603 slices that included the full head with head holder, chest, and shoulders. The first registration, the model included all of this data. 4980 trace points were collected with several failures due to percentage of points under the skin. The second registration, the model was properly edited to only the head but only had three trace points using the dwell method. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.